Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom teeth are still crooked. Their bottom teeth hit the back of their top teeth which has causing chipping to their bottom teeth. Received requested video from patient. Final aligners fit with in normal limits. Requesting additional information regarding the chipping and requesting upper occlusion and compliance.